Event description:
The bipap a40 ventilator was evaluated in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. During the evaluation of the device, the device was visually inspected there was no evidence of foam degradation visualized in the device. Review of the download error log indicated a ventilator inoperative error code was recording indicating the central processing unit (cpu) cannot communicate with the flow sensor using i2c bus or the barometric pressure sensor using i2c bus. The device printed circuit board assembly would require replacement. No repairs were completed; the device was processed as scrap. The device will be included in the fsn 2023-cc-src-039